Event description:
It was initially reported the patient experienced withdrawal and pain "you could only imagine if you took a tour of hell." The patient experienced severe anxiety, thoughts of suicide, killing his family, and severe muscle spasms that caused the patient's legs and arms to be "literally twisted." Per the reporter, the pump overdosed the patient on 3 separate occasions, "each time worse than the last" with near fatal overdoses of morphine, baclofen and clonidine. The patient was in the critical care unit on 2 of the 3 occasions. The patient went from overdose to withdrawal after narcan was administered. The patient was bruised, in excruciating pain, and unable to talk, write, or communicate what was going on. The patient was "tied down to a bed" to protect himself from further harm, because the patient's body "was being thrown all over." At the hcp office, a pumpogram was performed to check for leaks in the catheter; no leaks were found. Per the reporter, the hcp told the patient that "the pump was going to kill him if not removed." After (B)(6) of the patient living with fear, trepidation and going through withdrawal, the hcp lowered the pump dose twice per week and reintroduced oral baclofen, kadian, dilaudid and clonidine. The patient was "further backed up" by valium, phenergan and ondansetron to treat nausea and anxiety. The pump was explanted on (B)(6) 2011. During the time the pump was implanted (over the course of 14 months), the pump contributed to falls "4-5 times a day" which resulted in "a broken nose 3 times, broken fingers, toes, wrist, ribs, and concussions." Since the pump was explanted, the patient experienced sleepless nights, ptsd, and continuing nightmares that haunted the patient "continuously every waking moment." In later reporting on (B)(6) 2011 from the hcp, it was noted the patient's issues began in (B)(6)-(B)(6) 2010. The hcp performed a pumpogram in (B)(6) 2010 because a catheter issue was suspected. The hcp began to titrate the pump dose down shortly after the pumpogram was performed. The patient's boluses were "taken away" in (B)(6) 2011. The pump was filled with saline in (B)(6) 2011 and then later removed in (B)(6) 2011. The operative report did not address the suspected catheter issue, but noted there were no complications with the procedure. The patient was seen by the hcp on (B)(6) 2011 and was "doing fine", was on oral medication only, and all the patient's symptoms had improved.

Manufacturer narrative:
(B)(4).